Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The device was unable to undergo the displacement test due to no button response. No moisture damage was found on the electronics, motor, battery tube, and vibrator assemblies during visual inspection. The following cosmetic damage was also noted: cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident was 119 mg/dl. The customer stated that he has had keypad issues for the past few months, but this was the first instance in which the buttons stopped working. Troubleshooting was initiated for the keypad anomaly. The customer confirmed that the pump got wet. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.